Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc device remained in customer's skin. Sensor filament was surgically removed and no further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the filament of the adc device remained in customer's skin. Sensor filament was surgically removed and no further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor patch and no issues were observed. Observed the sensor tail to be severed. The applicator was returned and loose sharp was observed inside the applicator. The sensor pack has not been returned. An extended investigation was also conducted. Performed an investigation on the returned puck. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Observed the returned sensor's poise voltage values within specification, indicating the sensor was providing accurate glucose readings. The user was able to successfully activate the sensor, showing that the severed sensor tail could only have been sustained upon removal from the user or during transit to the adc site for investigation. There is no indication of a product malfunction prior to release of the unit. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.